Event description:
Patient presented to the clinic for follow-up, and upon interrogation, noise was observed. Noise was difficult to reproduce and only appeared when telemetry was over the device. Some intermittent noise was reproduced by patient movements. No evidence of noise was revealed on the stored egm. However, a subsequent finding was a sudden decrease in the impedance on the quicksite lead. Both leads were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the analysis of the lead did not reveal any device condition that would have contributed to the reported event. The electrical characteristics of the lead were found to be normal. Visual inspection revealed undamaged outer insulation.